Event description:
The procedure was done under conscious sedation and the patient was given heparin during the procedure. She had just had a cardiac catheterization and the sheath had been withdrawn over the wire in the artery. Hemostasis was attempted via an angio-seal device, but it was unsuccessful and hemostasis was obtained by manual compression. There was no hematoma or bleeding and the patient was taken to the holding area. On arrival, the patient had two dorsalis pedis pulses and one posterior tibial pulses bilaterally. Approximately 55 minutes later, the patient reported some numbness and pulses were nonpalpable. There were no doppler pulses and there was some blanching below the ankle. Numbness was then noted halfway down the tibia. Vascular surgery was consulted and they took the patient to surgery immediately. A right common femoral artery cut down was performed with superficial femoral artery, iliac artery embolectomy and removal of the perclose device from inside the artery. At the conclusion of the procedure, there was a palpable pulse at the dorsalis pedis in the foot. There was also a doppler signal at the peroneal in the distal lower leg. The patient was admitted to the ICU.